Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer has been using cuvette wash solution lot kw6d02 with an expiration date of 04/28/2017. The customer had placed an order for new solution which was due to arrive on 04/28/2017. On (B)(6) 2017, the customer received an alert on both their dimension vista instruments that the kw6d02 lot had expired at 8pm est (eastern standard time). The customer had expected the lot to expire at 23:59 est. Ccc explained to the customer that consumables expire using gmt (greenwich mean time). A siemens headquarter support center specialist confirmed that dimension vista fluid solutions have a 1 year expiration date and will expire at 00:00 gmt of the date listed. The cause of delay in testing was due to the customer's misunderstanding of the expiration time of the cuvette wash solution. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2017, the customer's only lot of cuvette wash solution has expired before they expected it to, causing the customer to be unable to process patient samples on the dimension vista 500 instrument for 3.5 hours until a new lot was obtained from another site. The customer was unable to service their emergency room department during that time and samples were sent out to another facility for testing. There are no reports of patient intervention or adverse health consequences due to the delay.

Manufacturer narrative:
The initial MDR 2517506-2017-00512 was filed on may 31st, 2017. Additional information (06/01/2017): the UDI number was added.